Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed that the subject meter was reading inaccurately erratic on (B)(6) 2014, at 9:30 am, when she obtained blood glucose results of ¿208, 165 and 74 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the reported results fall outside lfs¿ precision criteria. While she was testing, the patient indicated that she was ¿shaking¿. The patient reported that she manages her diabetes with oral medication, diet and/or exercise. She indicated, at 9:45 am, in response to the shaking and alleged inaccurate results, she consumed food/drink. No other treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure, the test strips had been stored correctly and the test strips vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion around the time the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (01/26/2015), the patient¿s meter and test strips have been returned on 1/12/2015 and 1/20/2015, respectively, and evaluated by lifescan product analysis on 1/14/2015 and 1/21/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.